Manufacturer narrative:
(B)(4). Batch # t5d21n. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with a gst60b partially fired 1/16 cartridge loaded on the device. In addition another gst60b reload (b) was received unfired, with 1 double driver missing, making the reload non-functional. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No conclusion could be reached on what may have caused the cartridge driver missing. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy the gun wouldn't move forward or fire completely. They reversed the button and it still wouldn't fire. They tried two more reloads then moved onto another device to complete the case with a new reload. There were no adverse patient consequences.